Event description:
It was reported that for nearly in 80% of wafers, the end user observed an off-centered starter hole. The end user reported that event happens six to ten months back, he used the product for past six years. He believed this is due to insufficient quality control issues. He also, stated that due to starter hole being off-centered, when he molded the wafer to stoma size, one side of the wafer ended up being thicker than the other side and coming apart. Additionally, reported that the sticky part as stringy melted cheese. He normally would change his wafer every four to five days prior to this issue, but now had to change after every four days. He changed his pouch every other day per preference and because the stringy part of the wafer sticking to it. The product was used on patient. No photograph was available at this time.

Manufacturer narrative:
MDR 9618003-2024-01912 / device 2 of 9. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.